Event description:
It is reported that right ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was breached cut, apparent explant damage; full lead analyzed.